Event description:
A facility reported that cusa excel 23khz straight handpiece (c2600) was getting hot during an unspecified operation. Additional information indicates that the device was not hot, but warm, because it is possible to handle the handpiece. No patient injury or surgical delay has been reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Cusa excel 23khz straight handpiece (c2600) was returned for evaluation: device history record: the DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis: the investigation of the returned device did not confirm the reported complaint. The handpiece functioned normally and the error mentioned by the customer could not be found. However, preventive maintenance was performed, and the housing and all o-rings of the coil form were exchanged. Calibration and the final test according to the manufacturer's specification was performed. Root cause: reported failure "getting hot or warm during operation" was not confirmed. The root cause was confirmed as no fault found. As a corrective action preventative maintenance was completed by the technician who replaced housing and o-rings. Device was tested and meets specification.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that cusa excel 23khz straight handpiece (c2600) was getting hot during an unspecified operation. Additional information indicates that the device was not hot, but warm, because it is possible to handle the handpiece. No patient injury or surgical delay has been reported.